Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and leading to device non-use. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.